Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24nov2020. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was unknown. The outcome was not believed to be device or therapy related. The device was not be returned for evaluation.